Event description:
It was reported that five (5) large volume infusors under-infused during patient infusion via a peripherally inserted central catheter (PICC) line attached to an extension line. The infusion time for the devices was 24hrs; however, the devices were not empty after the expected time. The devices were filled with 12000mg flucloxacillin in 0.9% sodium chloride having a total volume of 240ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the events occurred 2 may 2025 to 6 may 2025. E1: initial reporter address: (B)(6). E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: three (3) devices were received for evaluation with 71, 129, and 137 ml of fluid in their bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on the sample, and the flow rates were found to be within the product specification range. The samples were determined to be a conforming product. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4, h6, and h11: h11: the actual device was not available; however, five (5) photographs of the samples were provided for evaluation. A visual inspection was performed, and fluid inside the device¿s bladder was observed which suggests an underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.